Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not reported. Reportedly, the customer lost consciousness and fell; sustaining bruises and cuts. The customer required assistance from their spouse or paramedics, the customer was uncertain who provided the assistance due to being unconscious. The customer was treated with glucose tablets and possibly liquid glucose to address the low bg. Control-iq software was activated on the pump during the event.